Event description:
Philips received a complaint from the customer reporting that the v60 ventilators near end pressure sensor automatically zero failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse). The machine was restarted but did not work. The rse suggested troubleshooting the data acquisition board and possibly replacing the 12nc spare part. The authorized service personnel (asp) did not confirm the reported failure of proximal pressure sensor to automatically zero. No fault was found with the device. No repair was performed as the equipment runs normally. Inspection and test of the device passed. The device was returned to full functionality.

Manufacturer narrative:
(B)(6).